Event description:
Note: this report pertains to second of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07358 for a description of the other event. It was reported to boston scientific corporation in 2008 that a jagtome rx was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, "during the procedure, the tip would not bend so they pulled it out". They opened another device and "saw that tip was deformed". The procedure was completed with another jagtome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
"Tip deformed". Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.